Event description:
Customer reported that pump battery was depleting too fast, but this issue did not lead to a pump shutdown. There was no adverse impact to customer's blood glucose level. Despite confirming battery continued to deplete at a rate greater than 35% per day, pump was not replaced as it was out of warranty.